Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gallbladder calculus without cholestitis procedure, the device membrane was damaged, which broke and fell into the abdominal cavity of the patient. A new trocar was used to complete the case. There was no patient injury.